Event description:
On 4th april 2025, rayner received notification from a healthcare facility in spain of an event that occurred during use of a rayone emv rao200e. The event description provided stated that a resistance was experienced during injection, and the lens broke in the patient's eye. Additional information supplied to rayner within the email of 15th july 2025: "the surgeon implanted a second rao200e lens behind the broken one to avoid a capsular rupture during explantation. In order to explant the lens, the surgeon tried to cut it to pieces for over an hour without success. During this time, the patient's eye did not stop bleeding. The surgeon had to close the wound and reprogram the explantation for late evening on that day. As the vitreous humour also became full of blood, the patient's sight was impaired. A vitrectomy was therefore reprogrammed for a month later. Two months after the vitrectomy, the patient had not recovered his vision. As a result of the long and complex surgery, a big loss of endothelial cells was found. The patient is now waiting for a corneal transplant."

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided stated that a resistance was experienced during injection, and the lens broke in the patient's eye. Additional information supplied to rayner within the email of 15th july 2025: "the surgeon implanted a second rao200e lens behind the broken one to avoid a capsular rupture during explantation. In order to explant the lens, the surgeon tried to cut it to pieces for over an hour without success. During this time, the patient's eye did not stop bleeding. The surgeon had to close the wound and reprogram the explantation for late evening on that day. As the vitreous humour also became full of blood, the patient's sight was impaired. A vitrectomy was therefore reprogrammed for a month later. Two months after the vitrectomy, the patient had not recovered his vision. As a result of the long and complex surgery, a big loss of endothelial cells was found. The patient is now waiting for a corneal transplant." The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 074247070 confirms that all manufacturing and quality checks were conducted with successful results, and all devices from this batch released for distribution were without defects and met specification criteria. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been reported against the rayone emv rao200e batch 074247070. There is insufficient evidence and information available to determine root cause.